Event description:
A report was received stating a ventilator generated a breath delivery (bd) error code. There was no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the bd printed circuit board (pcb) to resolve the issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Manufacturer narrative:
Covidien reference: (B)(4). The breath delivery (bd) printed circuit board (pcb) was returned for investigation. A visual inspection was performed and no anomalies were found. Performance tests were also performed using a test ventilator. The customer reported failure could not be duplicated during the 120 hours of testing. The customer reported malfunction was not verified. Previous investigations indicate that the probable root cause could be a faulty novram device which is a component of the pcb.